Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with poor pump function evidenced by continued aortic valve motion at any pump set speed. A transesophageal echocardiogram (tee) performed by the hospital showed evidence of minimal flow into the pump. The patient was reportedly asymptomatic and did not exhibit any signs of hemolysis. The hospital was concerned that the patient's clinical situation may have been a result of a compromise in the wires or insulation; however, troubleshooting of all the external equipment and x-rays of the external driveline was unremarkable. In addition, evaluation of the patient's percutaneous lead by the manufacturer's technical services team member revealed no issues.

Manufacturer narrative:
The patient was discharged home and continues on lvad support without any further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.